Event description:
It was reported that the device failed to cauterize despite the physician attempting to use the device with multiple generators. The bleeding was controlled using a different device. There was no reported clinical consequence to the patient.